Event description:
Patients fluorouracil ball was compounded and line was attached to patients port for a 46 hour home infusion on (B)(6) 2017 starting 3pm. Patient returned for ball removal on (B)(6) 2017 at 9am and infusion ball did not infuse medication. Ball appeared to be full.